Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was an obstruction preventing main drawer 3.1 from closing. A field service engineer (fse) inspected the device and confirmed the drawer was not closing. The fse obtained keys from the client, opened the back cover, and identified an obstruction at the rear of the drawer. Upon further inspection, the closed sensor bracket had come loose. The fse removed the drawer, remounted the latch catch, and reinstalled the drawer. The cabinet was secured, and the device was powered back on. The fse logged into support mode, accessed the hardware test application (hta), and tested the drawer, confirming proper open and close functionality. The device was then returned to the user, who successfully recovered the storage space and accessed the drawer and medication, resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 3.1 failed to close completely. The customer reported that an object appeared to be obstructing the drawer at the back of the station, prevented it from closed fully. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.